Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was reported that the insulin pump delivered 25 units of insulin without the customer realizing it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.